Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that patient presented with dizziness and was found to have multiple episodes of ventricular pauses. An interrogation showed significant noise on the competitor right ventricular (rv) lead that resulted in inhibition of pacing. A venogram showed occlusion of the left sub-clavicular vein with quick resumption of the vein just medial to the first rib. The patient was referred for either rv lead replacement or reassessment of the set screw. During the replacement procedure, the cardiac resynchronization therapy pacemaker (crt-p) was removed from the pocket, visually the rv lead was detached from the device and it did not appear to be a set screw issue. Normal function was noted when the leads were tested. The rv lead was manipulated which did not show noise. The rv lead was then plugged into the atrial port and device manipulation did result in inhibition of pacing. Therefore, it was initially thought the rv lead fractured. A new rv lead was implanted and attached to the device, noise and inhibition of pacing was noted. It was thought there was a device malfunction, and a new crt-p was used. The leads were attached to the new device, however, manipulation resulted in inhibition of pacing. It was discovered that the competitor left ventricular (lv) lead was in the rv port, and thus the lv lead was the fractured lead. When the leads were properly placed in the device, no inhibition of pacing was noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: #mw5147568, #mw5147569. No device details are available. Received voluntary anonymous medwatch report, 1028232-2023-05838